Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of embedded device ("each fallopian tube shows an embedded metal spring device"), device breakage ("device breakage"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. A57118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal. Concurrent conditions included bladder disorder. On (B)(6)2013, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes on (B)(6)2016)) and surgery (hysterectomy (full) on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, device breakage, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown and the pelvic pain and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, embedded device, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: dyspareunia, embedded device, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of ptc (product technical compliant ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("each fallopian tube shows an embedded metal spring device"), device breakage ("device breakage"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. A57118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal. Concurrent conditions included bladder disorder. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes on (B)(6) 2016)) and surgery (hysterectomy (full) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown and the pelvic pain and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, embedded device, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: dyspareunia, embedded device, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Event added: device breakage, dyspareunia (painful sexual intercourse), each fallopian tube shows an embedded metal spring device. Concomitant conditions were added. Lot no was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (`forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.